Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the expiratory channel printed circuit (pc) board was replaced. The replaced part was returned for investigation. The investigation of the returned pc board did not reveal any deviations. When mounted into a test device, the pc board passes several system pre-use check and one simulated test ventilation session during five days without generating any alarms or errors. The received device logs confirmed the reported flow test failure during pre-use check at date of the event. The failure was most likely due to intermittent failure in the expiratory channel pc board. The root cause could not be determined since the reported problem could not be reproduced.

Event description:
Manufacturer's ref.#: (B)(4).